Event description:
It was reported that the patient had a fall and both of their leads now have high impedances. Surgical intervention was undertaken and the leads were explanted and replaced on (B)(6) 2025.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.